Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the motor speed was low, and the bearings were no longer running smoothly and were grinding. The calibration was out at the 0 and 4 readings. The swivel and control bar were loose. The swivel, motor, vespel and semi-circle bearings, and eccentric shaft were replaced and resolved the reported issue. The unit was tested to verify proper operation and returned. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: south korea.

Event description:
It was reported that during testing, the unit had a reciprocating arm no movement. There was no patient involvement. During device evaluation it was discovered that motor speed was low. Due diligence is complete, no further information is available.